Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room (or) staff contacted technical support and reported an error with the erbe generator. The caller indicated they were able to complete the case robotically but were trying to troubleshoot the erbe due to many errors that were being presented during the procedure. The caller reported it was impacting the surgeon ability to deliver energy. The generator was power cycled several times with and without the rcb and external foot pedals connected, but the issue remained. Numerous entries were found in the logs. The caller was advised the erbe could be bypassed with a force triad generator and energy activation cable. The procedure was completed with no report of patient injury. Later, a clinical sales representative (csr) called in regarding how to connect the energy activation cable for their coviden generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) provided instructions to connect the cable and how to re-enable the erbe generator functionality.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the reported failure (activation has been interrupted due to an error c-33) was confirmed a reproduced on erbe connected to surgeon side console. (Error c-33 occurred multiple times on start-up erbe that was placed on system. C-33 error on confirming the fault occurred in the field. The unit has no significant scratches or dents. The front bezel is in decent condition. The erbe unit was placed on a surgeon side console and was run in normal mode.